Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer was sleeping when they began experiencing issues. They were unable to troubleshoot for high blood glucose as the insulin pump was no longer functioning. The insulin pump will not be returned for analysis.